Event description:
It was reported that the vns patient was hospitalized due to an increase in seizures. The event was believed to be related to patient noncompliance with medications but could not be confirmed. It was noted that the patient¿s magnet was no longer as effective in aborting the patient¿s seizures. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.